Event description:
It was reported that an asymptomatic patient presented to the clinic and the right ventricular lead exhibited intermittent loss of capture. The device was reprogrammed and the loss of capture events were no longer observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.